Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini had a "three dashes" issue. The medical surveillance specialist (mss) spoke to the patient on august 14, 2009, and was able to obtain/verify limited information. The patient tests her blood glucose twice a day. She manages her diabetes with metformin. The patient indicated that the alleged meter issue started the month prior, during the morning time. The patient claimed that the meter would intermittently give her a blood glucose reading. At other times, she claimed that the device would not work and she would just see three dashes. It is unknown what actions the patient took in response to the alleged meter issue. However, the patient alleged that on an unspecified date/time after the reported issue began, she developed symptoms of blurred vision, sleepiness, dry skin, and feeling weak. It is not known what actions the patient took before and after the symptoms developed. It is also not known when the patient was last able to test before the symptoms began. The one touch customer advocate (otca) noted that the meter was new and had never been coded. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.